Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the notification light stopped flashing immediately. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.